Event description:
Pt called alleging meter gives an error 6 message. The correct technique was used and issue still persisted. Pt took insulin after attempting to use the meter. Pt did not receive any medical attention. Customer service was unable to resolve the issue and sent pt a new meter.